Event description:
Pt receiving dialysis when staff noticed bleeding at catheter site. Visible crack in catheter noted. Pt admitted as inpatient and transferred to another facility for catheter removal the next day. Dialysis catheter was replaced at this facility four days later. Unable to provide lot # as this info is unavailable.